Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895789 and gd895797 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was as a result of the pt undergoing egd (esophagogastroduodenoscopy), further described as an infection that developed with the pd fluid that remained inside the pt during the egd. The reason for the egd was unknown. Two days after onset the pt was hospitalized for peritonitis. On an unreported date in the same month as the hospitalization, the pt started treatment with fortaz ip (intraperitoneally) (1 gram, daily), amoxicillin (250mg, twice daily) orally and azithromycin (500mg, daily) orally for peritonitis. At the time of this report antibiotic treatment was ongoing. Eight days after being admitted, the pt was discharged from the hospital. At the time of this report the peritonitis was resolving, the pt was recovering from the event and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.